Manufacturer narrative:
Integra has completed their internal investigation on 11jan2017. The product was not returned for evaluation. The DHR review verified no anomalies that could be associated with the complaint were observed. Date of manufacture: 2015 -- jan. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review of the customer complaints was competed using the following key word ¿bedside monitor¿ in the search criteria. The review encompassed dates 23-nov-15 to 01-dec-16. A total of 116 complaints were reviewed of which this one is the single complaint occurrence which contained the search criteria. No further actions are deemed necessary at this stage of the complaint evaluation. Future trending will be completed as part of the failure evaluation and root cause analysis. Corrective actions will be implemented as required through the complaint process. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: since the product or objective evidence was not returned the evaluation was unable to be performed. A root cause determination cannot be determined.

Event description:
The cam02 inter-cranial pressure and temperature monitor was being used on a patient who was gravely-ill and moved to comfort care. A high intracranial pressure (icp) was expected by the clinical team at the facility. The device measuring the icp was the cam02 monitor and in situ was a ventricular tunneled (vtun) or (flex) strain gauge catheter. The customer was synchronizing the cam02 monitor to the patient bedside monitor (philips intellivue). The customer reports that the cam02 and vtun functioned to standards without incident until the events listed below. On (B)(6) 2016, the customer reported that when the icp increased above 94 mmhg on the cam02 monitor. It no longer correlated with the philips intellivue monitor (photos were provided) of cam02 = 94 mmhg, philips intellivue bedside monitor = 79 mmhg. There is a distinct difference in the icp waveform and icp value between the cam02 and philips intellivue. When the icp was below the 90 mmhg, the philips intellivue patient bedside monitor correlated with cam02 (photo provided) cam2 = 85 mmhg, philips intellivue bedside monitor = 85 mmhg. Icp value and waveform correlated with both devices. The ils sales specialist reviewed the customer¿s process with synchronization of the cam02 to philips intellivue and it aligns with integra¿s cam02 directions for use. Moreover, the customer exchanged the philips¿ pressure modules and the cam02 pmio cable connected to the philips intellivue monitor. The icp label on the philips intellivue was zeroed when synchronizing to the cam02 and both devices synchronized appropriately. In addition, the customer allowed the cam02 synchronization to automatically adjust the philip¿s intellivue to zero. In both synchronizations, each device was synchronized at 0, 25, 50, and 100. A review of other variables and interventions was done to see if the event could be isolated to a device or cable. It was not. In conclusion, it appears that the philips intellivue may not correlate the cam02 icp and waveform when the icp exceeds 90 mmhg. The customer was advised to base assessments and interventions off the cam02 monitor. There was no patient injury and no revision or medical intervention required due to the incident.